Event description:
It was reported that hair was found in the foley catheter package. Per follow up information received via rcc on 26dec2025, stated that this was the 2758j series, so it's a single item and when checked, it was believed that there was a strand of hair inside the individual packaging.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned seven photo sample noted one silicone foley catheter with original packaging. Visual inspection of the first photo sample shows the biohazard plastic bag. The second photo shows the packaged silicone foley catheter, with a circle indicating the area where hair is present. The third and fourth photo shows the product label with lot number mykt1299 and material number 2758j14. The fifth photo shows an enlarged image of the hair, with a circle indicating its location. The sixth photo shows the inflation valve or cap with material number 2758j14 and manufacturing lot number ngkn1923. The seventh photo shows an enlarged image of the hair. This does not meet specification which states "product or assembly must be free from visible loose or embedded foreign matter larger than an aggregate total of 0.6mm or 1of 16 in length per tappi dirt estimation chart (maximum 3 particles per side or surface)." Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "no follow up to good manufacturing practices.". However, there was insufficient information to confirm this potential root cause. A labeling review was not performed because labeling could not have prevented the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The complete initial reporter's facility name: (B)(6) medical center. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hair was found in the foley catheter package.